Manufacturer narrative:
(B)(4).

Event description:
It was reported "picu app was placing a line using the arrow spring-wire guide with arrow advancer. During the placement, the wire frayed causing failure of the line placement." No retained material was evaluated. The patient was restuck for line placement. The patient current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4) the report that the guide wire separated was confirmed through examination of the returned sample. The customer returned one guide wire and the product packaging for evaluation. Signs-of-use were observed on the returned guide wire. The guide wire was observed to be separated. Visual inspection revealed the guide wire was separated into two segments near the distal end. No significant kinking was observed on the core wire segments. Microscopic examination confirmed the damage. Both welds were present at the ends of the core wire segments and appeared full and spherical. The guide wire segments measured 668mm and 10mm via calibrated ruler, totalling 678mm, which was within the specifications of 677.8-687.4mm per product drawing. The guide wire outer diameter (od) measured 0.44mm via calibrated caliper which was within the specifications of 0.432-0.457mm per product drawing. Functional inspection of the guide wire could not be performed due to the damage. A manual tug test confirmed the distal and proximal welds were intact. The instructions-for-use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered when attempting to remove spring-wire guide after catheter placement, spring-wire may be kinked about tip of catheter within vessel. To minimize the risk of spring-wire guide damage withdraw catheter relative to spring wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "picu app was placing a line using the arrow spring-wire guide with arrow advancer. During the placement, the wire frayed causing failure of the line placement." No retained material was evaluated. The patient was restuck for line placement. The patient current condition is reported as "fine".